Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and the act button was no longer working. Customer stated the battery was replaced multiple times, but the issue was not resolved. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated display did not return after insulin pump restart. Customer reported that the time clock was advanced. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.